Event description:
It was reported that during a da vinci si hysterectomy procedure a monopolar curved scissors instrument was stuck in the trocar because the distal end was bent. The instrument was removed by removing trocar by the surgeon. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tube extension was dislodged from the main tube. As a result, the instrument appears to have a bend between the reinforcement ring and the tube extension. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.